Event description:
A valiant thoracic stent graft was implanted in the patient for an emergent treatment of a 66mm leaking thoracic aneurysm. Vessel morphology was reported as the proximal neck diameter was 30 ¿ 32mm. And 33mm prox length, the distal neck diameter was 31-32 and 6cm length. It was reported that during the index procedure the implant of the valiant stent graft was successful. Patient was stable and labs were normal. The patient had a small right groin hematoma. Approximately two days post implant the patient expired. Per the physician¿s statement the cause of death is mi. Patient had a dnr status; therefore, no diagnostic or treatment measures were performed. No autopsy was performed.

Manufacturer narrative:
(B)(4).